Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were damaged, the ball bearings fell apart, the balls were missing, the cage was not available, the extension sleeve was damaged and "fabring" markings had fallen off and the symbol was missing. The device also failed pretest for visual assessment, lock operation, cutter insertion, vibration, cone verification and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false/defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment device failed cutter insertion, bearing inner race was out of alignment and the color bands were chipped and faded. It was further determined that the bearing in the nose tube were worn out and the inner race was no longer in axial alignment making insertion of the cutter difficult. It was determined that this failure was due to worn out bearings from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.